Event description:
It was reported that asymptomatic patient presented to clinic for normal follow-up. Under fluoroscopy, externalized conductors were noted. No electrical anomalies were detected. The lead will be scheduled for replacement.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.